Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) asked the home patient (hp) if the fluid was to the top of the patient line before she connected, and the hp stated she assumed so since it stated check patient line. The tsr explained it could not have been and explained the importance of making sure that the fluid was all the way to the top before she connects as she is giving herself air, and the hc is detecting the error. The tsr had the hp close all the clamps and cycled power off and on to se 2367. They cycled power off and on to press go to start. The tsr advised the hp to dispose of the current supplies attached and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.